Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 187 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces and with corroded battery tube. Unable to test perform functional testing due to unresponsive buttons. The insulin pump has minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners, reservoir tube window, battery tube threads and with broken belt clip slot.